Event description:
Patient had mandibular repair in 1987 because of extreme overbite. Patient believes she may have a sensitivity to the metal in the screws that were used in 1987. (B)(6) 2013 experienced swollen cervical lymph nodes, has had rashes across shoulders, on cheeks, fatigue; memory problems increasing in the last 6 months and autoimmunity problems of undetermined length. Patient does wear jewelry and uses normal eating utensils. Patient has scheduled the removal of screws on (B)(6) 2013. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Scheduled removal per patient. Lack of 510k number, regulatory contacted for clarification. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: the screw major diameter, head diameter and length of are confirmed to be within specification. The material was confirmed to be 316-stainless steel, but could not confirm the screws where from cold drawn stock. This complaint is indeterminate from a manufacturing stand point.

Event description:
This is report 1 of 6 for this event.